Event description:
The article "transcatheter edge-to-edge repair in patients with primary tricuspid regurgitation" was reviewed. The article presented a retrospective multi center study, to evaluate the safety and feasibility of teer in patients with primary tr. Devices mentioned include mitraclip, triclip, and a non-abbott device. The article concluded that teer is a safe and effective option for primary tr, promoting right heart reverse remodeling and symptomatic relief, offering a vital alternative to surgery in selected patients. [The primary author and corresponding author was atsushi sugiura at university hospital bonn institution with corresponding email atsushi.sugiura@ukbonn.de]. The time frame of the study was february 2016 to april 2023. A total of 114 patients were included in this study, of which 75 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, chronic obstructive pulmonary disease, coronary artery disease, prior valvular surgery, atrial fibrillation. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, single leaflet device attachment (slda), recurrent tr, heart failure, prolonged hospitalization, medical intervention. (B)(6), unk triclip. Peri- and post-procedural complications included death, single leaflet device attachment (slda), recurrent tr, heart failure, prolonged hospitalization, medical intervention.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip devices were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, chronic obstructive pulmonary disease, coronary artery disease, prior valvular surgery, atrial fibrillation. Complications reported included death, single leaflet device attachment (slda), recurrent tr, heart failure, prolonged hospitalization, medical intervention; these complications are anticipated for the procedure and subject population. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.